Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had normal blood glucose levels of 315 mg/dl. The customer reported being hospitalized a couple of months ago. The customer clarified that the hospitalization was not related to the insulin pump or to diabetes. The customer also reported an issue with the tape of the infusion set sticking to the serter of the insulin pump. No additional information was provided.